Manufacturer narrative:
The device was returned to mmdg for evaluation. During the investigation the pump operated within product specifications. Mmdg could not find any failures or replicate the complaint. Based on this information, no MDR was required.

Event description:
The initial reporter stated that the pump failed the psi test during testing. They did not provide any additional information. Mmdg made no further attempts to contact the initial reporter. (B)(4).

Manufacturer narrative:
The device has not been returned to mmdg for evaluation. A failure of the psi test has the potential to indicate a free flow issue, however mmdg cannot confirm the complaint. Device not returned to moog.

Event description:
The initial reporter stated that the pump failed the psi test during testing. They did not provide any additional information. Mmdg made no further attempts to contact the initial reporter. (B)(4).